Event description:
Patient reports she will continue to hold her remodulin dose due to previously reported pain in her legs and feet, she also reports she is having a lot of leakage with the vial by the spike when she inverts it to draw up the medication. She did not have the lot number of the spike. New spikes and medication are being sent for tomorrow. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes. Is the infusion life­ sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.